Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens but the lens flipped in the patient's eye. The lens was removed with no patient injury and the back-up lens was implanted. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Method: lens work order search. Results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).